Event description:
Chronic stomach pains, chronic gas pains, chronic dizziness, lower back and shoulder pains (been under chiropractor care for back and shoulder with no known injury) not realizing all could be associated with the essure implanted in 2004. Plan on getting device removed.